Event description:
It was reported that the device was used during an unknown procedure. The device would not open/fire correctly. No other information is available from the account. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The following information was requested, but no further details were provided: (B)(6).